Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.

Event description:
This is report of pt 1 of 3. A 9.1 inr with protime system vs. 4.3 inr with unspecified lab system. Pt therapeutic range not provided. No report of adverse event, serious injury, or intervention.